Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The device was reprogrammed. When the patient presented for a follow-up, no new episodes of noise were seen. The patient was in good condition and would continue to be monitored.